Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending artery (lad) with 3.50x18mm xience pros drug eluting stent (des). Reportedly the xience des was advanced into the anatomy; however the balloon was noted to be leaking contrast after being inflated four times to 14 atmospheres. The des was removed with the stent and replaced with another stent and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The xience pros device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported material rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot number updated from 3091541 to 3081041